Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 407 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 403 mg/dl, 313 mg/dl. The customer treated high blood glucose with bolus. Based on customer¿s report customer did not allege under delivery, insulin pump was on auto mode. The customer was using the insulin pump when high blood glucose event was reported. It was reported that the site of sensor was bleeding. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.